Event description:
Endoleak (type IV): the stent graft was successfully implanted as planned. However, the final angiography revealed type IV endoleak. The surgeon determined that there was no problem, closed the endoleak portion and neutralized heparin to complete the surgery. Operation type: evar: (tc#bm (B)(4)). Patient outcome - "no health damage to patient."

Event description:
Endoleak (type IV): the stent graft was successfully implanted as planned. However, the final angiography revealed type IV endoleak. The surgeon determined that there was no problem, closed the endoleak portion and neutralized heparin to complete the surgery. Operation type: evar (tc# (B)(4)). Patient outcome - "no health damage to patient."

Event description:
Endoleak (type IV): the stent graft was successfully implanted as planned. However, the final angiography revealed type IV endoleak. The surgeon determined that there was no problem, closed the endoleak portion and neutralized heparin to complete the surgery. Operation type: evar (tc# (B)(4)). Patient outcome - "no health damage to patient."